Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified cephalic vein. A 4.0mmx80mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon burst. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified cephalic vein. A 4.0mmx80mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon burst. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The device showed signs of use. The sterling was examined and a rupture in the balloon was visible 7 mm form the tip with a length of 1.6 cm. No other damage was found on the device.